Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level ranged from 108-180 mg/dl. The customer reverted to manual injections for insulin therapy.